Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the pacemaker dependent patient contacted the clinic and noted she generally was not feeling well. A trans-telephonic monitoring interrogation was performed which noted the pacemaker to have a lower rate limit of 50. Boston scientific technical services (ts) was consulted and advised that the pacemaker reached end of life (eol). It was noted that at the previous in clinic check five months earlier the pacemaker showed one and a half years battery longevity remaining. It was also noted that the auto capture feature in the pacemaker had been programmed on. Ts advised since therapy is unable to be guaranteed, the device should be replaced. Subsequently a revision procedure was performed where the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) earlier than previously estimated.